Manufacturer narrative:
Weight, race, ethnicity: unk. Off label use: acd <3.0. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -5.0 diopter was implanted into the patient's left eye (os) on 07-jan-2022. On 14-jan-2022, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Cause reported as unknown.